Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4).

Event description:
It was reported that the customer had normal blood glucose levels of 89 mg/dl. The customer reported a keypad anomaly on the insulin pump. The customer also reported that the insulin pump had failed a battery test. The customer declined to troubleshoot. No additional information was provided.